Manufacturer narrative:
Qa investigation into lot sp100428-221 resulted in no remarkable findings and no deviations and no nonconformance revealed. (B)(4) devices released to finished goods for lot sp100428, (B)(4) have been distributed. Of the (B)(4) distributed, (B)(4) have been reported as implanted. No other complaints against lot sp100428 were revealed. Lot sp100428 was aseptically processed, terminally sterilized and met all qc release criteria.

Event description:
A patient representative reported female (B)(6) year old patient had strattice implanted on (B)(6) 2017 and required a revision surgery for non incorporated mesh on (B)(6) 2019.